Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The patient¿s weight was (B)(6) pounds.

Event description:
Information was received from a consumer regarding a patient who was receiving 15.0 mg/ml morphine at 3.895 mg/day via an implantable pump for non-malignant pain and chronic low back pain. It was reported that since (B)(6) 2015, the pump was not functioning. The patient's healthcare provider (hcp) "checked with the machine" and stated that everything was working fine, the calibration was correct, and the amount was correct. However, it was stated that the patient "knew her body¿ and ¿felt like nothing was in there¿. It was noted that the patient had been having baseline pain that came back suddenly and that instantly within a day after refill it started back in (B)(6) 2015. It was stated that they had done nothing, and the patient had updated her hcp the last two times she had been in that she was not getting any relief. The patient had not had any falls or trauma, had no medical procedures done; and no diagnostics (e.g dye studies, MRI's, etc.) Had been performed. There were no further complications reported.